Manufacturer narrative:
The customer's test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Test strip retention samples passed the internal inspection. UDI number = (B)(4). Initial reporter occupation - the occupation is lay user/patient. This event occurred in (B)(6).

Event description:
It was reported that a patient received discrepant results when testing with coaguchek xs meter serial number (B)(4). A venous sample was collected from the patient by the patient's daughter and was sent to a laboratory for testing using an unknown method, resulting in a value of 1.84 inr. Within 4 hours of laboratory testing, a sample from the patient was tested using the meter, resulting in a value of 2.7 inr. The patient's therapeutic range is 2.5 - 3.0 inr.